Manufacturer narrative:
A new sample was taken from the patient on (B)(6) 2021. Refer to the attachment to the medwatch for all results. The customer reported out the results to a physician who asked for the remeasurement of the sample. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. It needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used.

Manufacturer narrative:
As no sample material could be provided, further investigation was not possible. The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent issue most likely can be excluded. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
There was an allegation of questionable thyroid results for one patient sample from a cobas e 801 module. The serial number was requested but was not known. The sample was also tested on an abbott architect analyzer and then submitted for investigation and tested on cobas e801 and cobas e411 analyzers. This medwatch is for elecsys ft3 iii assay. Refer to the medwatchs with patient identifiers (B)(4) for the other assays. The customer reported out the results to a physician who asked for the remeasurement of the sample.